Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed where the catheter connects to the suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a hole in the catheter. Leakage in piccline, discovered during relaying. Have also had piccline for a very long time. Clear leakage when flushing, just at the transition between the wings and the inner hose. A little worn in the surface of the purple wings, but no visible damage. Contacts piccline-ssk who pulls piccline. Patient states that his piccline is the same as was put in (B)(6) 2023. Has mostly been repurposed at the health center lately, not used for anything else. Last use of this piccline in the medical record at the oncologist is (B)(6) 2023. Additional information received 08/28/2024: the patient was not harmed but needed a new PICC. The catheter have been used for chemo but is flushed with saline. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a hole in the catheter. Leakage in piccline, discovered during relaying. Have also had piccline for a very long time. Clear leakage when flushing, just at the transition between the wings and the inner hose. A little worn in the surface of the purple wings, but no visible damage. Contacts piccline-ssk who pulls piccline. Patient states that his piccline is the same as was put in (B)(6) 2023. Has mostly been repurposed at the health center lately, not used for anything else. Last use of this piccline in the medical record at the oncologist is (B)(6) 2023. Additional information received 08/28/2024: the patient was not harmed but needed a new PICC. The catheter have been used for chemo but is flushed with saline. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed where the catheter connects to the suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing); 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.